Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to cardiac arrest and potassium issues. The cause of death was diabetic ketoacidosis. The caller stated that the customer had cardiac issues that may have led to the customer's passing. The customer¿s blood glucose was 1550 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Frn-mmt-332-rsvr. Unomed set.